Manufacturer narrative:
Investigation on going. Additional information / results will be submit in a supplemental report.

Event description:
It was reported that there was an issue with ennovate mis downtube short. It was reported that there was an issue with the product#: (B)(4), ennovate mis downtube short. Specifically, it was reported that fixation arms broke-off intraoperatively. Additional information regarding the patient harm, or remedial actions taken by the health care facility to prevent patient harm are not known as of the date of this report. Due to the circumstances surrounding covid-19, including the visiting ban the hospital has been collecting complaint samples over the past 4 months. In some cases the tubes are seized-up, and in other cases the fixation arms are broken-off. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference: (B)(4). Associated medwatch-reports: 9610612-2020-00656 (400486956 sz378r); 9610612-2020-00652 (400487814 sz378r); 9610612-2020-00653 (400487815 sz378r); 9610612-2020-00654 (400487816 sz378r).

Event description:
Associated medwatch-reports: 9610612-2020-00656 (400486956 sz378r), 9610612-2020-00652 (400487814 sz378r), 9610612-2020-00653 (400487815 sz378r), 9610612-2020-00654 (400487816 sz378r), 9610612-2020-00655 (400487817 sz378r).

Manufacturer narrative:
Investigation results: visual investigation: we made a visual inspection of the two catches at both instruments. On each instrument we found one of the two catches bent, the other is still straight this deformation is the root cause for the seizing, because a bent catch is sticking / jamming in the guiding slot of the downtube. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.